Manufacturer narrative:
Complaint (B)(4). D10 ¿ medical products: item# 73-2643, lot# ni, plate 4 hole l 100 deg qty 2; item# 73-2623, lot# ni, plate 8 hole x qty 3; item# 73-2416, lot# ni, scrw 2.4x16mm cancelous lockng qty 31. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that after a sternal recon procedure, the patient was revised due to the screws backing out with no broken plates. It is unknown how many screws backed out based on available information. Further follow-ups are currently being conducted to gather additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: a1, a2, a3, d5, d9, e1, h2, h3, h6, h10, and h11. D4: attempts have been made to gather all product identification information, and no further information has been provided. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event are unknown. An investigation was conducted on the returned devices. A total of three 73-2623 plates, one 73-2643 plate, and three 73-2416 locking screws were only returned. The products all show signs of multiple uses including heavy marking and scratching on the product surfaces. Further inspection shows that the plates are bent. The three returned threaded screws were still engaged in the plates. For the plate with a single screw installed the screw head is not fully seated at the bend and caused the screw to slightly lift, however the screw is still engaged by the threads. The threaded holes with no screws installed all show signs of use including marking on the threads inside of the plate holes. The threads of the plates are unable to be tested due to the marking and scratching on the thread surfaces. There is so signs of threading or tip damage on the screws. Pictures were provided of the missing items but do not provide enough detail to make a determination of functionality. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.